Event description:
It was reported that during a device changeout procedure, the right ventricular (rv) lead fractured. Noise and loss of capture were also noted with the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.